Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the core wire and high torque sleeve (hts) were separated 38 cm from the tip. A magnified inspection of the core wire and hts fracture surfaces indicate these components failed due to ductile bend overload. The magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
During preparation for cto and re-angioplasty below the knee treatment procedure, a guide wire fracture occurred. This journey guide wire was selected and the housing of the wire as flushed; however, when they went to take it out of the loop the wire separated. They set it aside for return. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
During preparation for cto and re-angioplasty below the knee treatment procedure, a guide wire fracture occurred. This journey guide wire was selected and the housing of the wire as flushed; however, when they went to take it out of the loop the wire separated. They set it aside for return. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.